Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging difficulties and pain at the ipg pocket site. The patient also feels the ipg is bulging out of their skin. The patient underwent an ipg revision procedure. Additional information was received indicating that the patient was doing well postoperatively. The explanted device was not returned by the medical facility.

Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging difficulties and pain at the ipg pocket site. The patient also feels the ipg is bulging out of their skin. The patient underwent an ipg revision procedure. Additional information was received indicating that the patient was doing well postoperatively. The explanted device was not returned by the medical facility.

Manufacturer narrative:
Investigation results the device was not returned to boston scientific for analysis. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging difficulties and pain at the ipg pocket site. The patient also feels the ipg is bulging out of their skin. The patient underwent an ipg revision procedure.